Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received two questionable calcium results over the last week and a half on their c501 analyzer. The customer was only able to provide information for one patient that had a discrepant result that was reported outside the laboratory. The customer stated they have not had any issues with quality control or any other assays. The customer did a precision study with acceptable results. The customer stated the rinse mechanism appeared ok. The patient's initial calcium result was 4.4 mg/dl accompanied by a data flag. The sample was auto-repeated by the analyzer, but the initial result was reported before the auto-repeat was complete. The repeat result was 8.0 mg/dl accompanied by a data flag. The repeat result was considered correct. There were no adverse events. The calcium reagent lot number was 67085901 and the expiration date was 04/30/2013. The field service representative found a fluidics failure. He observed a pin hole on the vacuum line to one of the rinse nozzles. He replaced the rinse line to the rinse mechanism. He performed a check test and precision test with passing results.